Event description:
The manufacturer¿s field service engineer evaluated the unit while onsite and was unable to duplicate the reported problem. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Patient information was requested and the customer stated the patient information is not available.